Event description:
It was reported that the ;right ventricular (rv) lead exhibited high threshold. The rv lead was explanted and replaced during a routine changeout procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.